Event description:
A medtronic representative reported a navigation system computer that unexpectedly exited after loading patient data. Following the exit, the computer was unable to boot up. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Medtronic investigation of returned suspect computer finds the initial testing showed computer to boot to log-in screen and run cranial application with no problem. Further testing found no problems. Computer passed all testing. Fully functional - no fault found. This device did not cause the reported event.